Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer was given intravenous fluids, food, and glucagon shots to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a low incident on (B)(6) 2017 with levels of 34 mg/dl at the time of the incident. They treated the low with a glucagon shot. The customer also had another low event on (B)(6) 2017 and they treated for that low with food. The customer does extreme exercises and thinks this may be the cause of the lows. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The device was received with cracked reservoir tube lip.